Manufacturer narrative:
Device evaluation: it was noted while the closurefast catheter was still in the returned packaging that a portion of the coil had separated from the catheter and the proximal end of the coil several windings had unwound from the coil. The full length of the catheter was returned. The distal coil segment exhibits three kinks and a bend. The kinks are located approximately 33mm 39mm and 47mm proximal of the coil¿s distal tip. Coil winding witness marks were noted near the separation face of the distal coil segment. In the area of the separation the coil exhibits melting and necking down of the catheter material. Condensation was noted within the coil¿s thermocouple area. The windings of the coil in the proximal segment of the coil are completely unwound. The distal end of the proximal segment of the coil was examined. The separation face of the distal coil segment was examined. The fep coating of the coil exhibits bubbling. The windings witness marks on the distal segment of the coil are on both sides of the catheter and slowly fade in depth moving away from the separation face. Procedural images: five procedural photographs were received and reviewed. The photographs confirm that the all components of the closurefast catheter were removed from the patient.

Event description:
The physician intended to use the closurefast catheter to treat the great saphenous vein as per IFU. The lumen was flushed prior to use. It is reported that during the procedure the heating coil stretched and elongated, the device was removed in one piece and everything was removed from the patient. The procedure was completed using another device. Compression was used one week after the procedure. It was reported that the patient was in good condition. No further clinical sequelae were reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.